Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Brake handle right side does not hold down at all to hold the brake stabilized.